Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 25mm 7300tfx pericardial mitral valve [2022-08421-01] implanted for unknown duration underwent a valve-in-valve due to calcified leaflets, svd, and severe stenosis. A 21mm 3300tfx pericardial aortic valve [2022-08421-02] implanted for unknown duration showed moderate-severe aortic stenosis the patient presented in atrial fibrillation, heart failure, profound cardiogenic shock and multi-organ dysfunction, tte demonstrated calcified and restricted mitral leaflets, severe mitral stenosis, and moderate-severe aortic stenosis. On the second day of admission the patient was noted to have worsening shock and placed on va-ECMO as abridge to high-risk transcatheter therapy. Three days later the patient was brought to the or for tmvr. The tmvr procedure was completed with a 26mm 9750tfx transcatheter valve. The patient had a complicated prolonged recovery and was eventually weaned off va-ECMO and discharge on pod #66.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including esrd-hd.